Event description:
The customer reported that during a hysterectomy, the device would not seal. The generator in use provided an end tone, indicating a completed seal cycle. Additional questions have been asked to the customer regarding the incident and device.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.